Event description:
A physician reported that a pt received her first treatment on 5/27/97 in the nasolabial folds, oral commissures and a vertical line above the upper lip. On 7/25/97, the pt developed swelling at all injection sites. The pt's general practitioner prescribed intramuscular dexamethasone which resulted in an improvement of the symptoms and returned to the physician's office presenting with induration at all injection sites; the injection sites on the left side was worse induration at the left oral commissure lateral to angle of lip 1cm in width. One area at the left oral commissure looked as if it would drain. Also noted were edema at the eyelid, jowl line and lips which was extending from the collagen injection sites. The physician diagnosed a hypersensitivity with possible abscess formation and believed the edema extending beyond the injection sites was related to the hypersensitivity. The physician prescribed a medrol dospak. On 8/6/97, the swelling was improved but the induration persisted.